Event description:
It was reported the patient experienced a tingling sensation at the lead-extension connection location, originating from the lead/extension connection site radiating down to patient's fingers (unilateral). The patient was seen by a manufacturer representative at the clinic for a routine check before the patient was to have her stimulators replaced. The representative found high impedance. Impedance measurements were >2000 ohms on some of the unipolar pairs. The patient was programmed with the following parameters: c=, 1-, 2.5v, 120pw, 130hz. Therapeutic impedances=632ohms, 66ma. The patient was in fair condition. The representative planned to discuss the potential need for surgical intervention (cleaning of lead-extension connection site) with the hcp. The patient was scheduled to have stimulator replacement the same day. Additional information has been requested from the hcp, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2009-00543.